Event description:
The account alleges that the head section will go up but not come down when the function is pushed. No alleged injuries reported.

Manufacturer narrative:
The tech troubleshot the bed adn found that the control box was the issue. The tech replaced the control box to resolve the issue.